Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered lead integrity alerts (lia) for high rate non-sustained episodes and sensing integrity counter (sic), and non-physiologic noise was observed on the high rate non-sustained episodes. During interrogation, high out of range (oor) and varying pacing impedance was noted. Therapies were programmed off, and the lead was later explanted and replaced. During the rv lead extraction procedure, the right atrial (ra) lead dislodged. The ra lead was also explanted and replaced. No patient complications have been reported as a result of this event.